Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. Serial number: unknown. Unique device identifier (UDI #): unknown. Expiration date: unknown. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If implanted, give date: unknown. If explanted, give date: not applicable, remains implanted in the eye. Device manufacture date: unknown. (B)(4). Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted as of to date). The complaint event could not be confirmed. Manufacturing record review: a manufacturing record review could not be conducted as the serial number was not provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at post-operative examination the intraocular lens was observed to be at 96 degrees (intended axis 98) on refraction, patient had 1.75d of cylinder at 55 degrees. The surgeon has decided to take a wait and see approach then decide if he needs to go in and rotate the iol. No other information provided.